Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the patient has resumed use of the device and is receiving normal clinical benefit. The cochlear implant was re-evaluated on (B)(6), 2016, using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator. Atypical measurements were noted on 1 electrode. This report is filed january 22, 2016. Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.